Event description:
St. Jude medical was notified that the device was exhibiting signs of low battery voltage two years post implant along with an extended charge time. The decision was made to explant the device.